Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product has not been returned; therefore no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was end firing. The patient was under anesthesia when the issue was noted. The procedure was completed with a second fiber. The patient outcome information was not reported.